Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-20 rtg1012412 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient stated that they needed to turn their therapy off for an emg. The patient stated they thought their ins had moved. During the call, the patient was able to successfully connect to their ins and turn their therapy off when the agent walked them through. When the agent was about to ask further information, the patient stated that they were in a hurry. The agent was unable to ask event information due to the nature of the call. The agent also reviewed several other general information - see other call codes.